Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be verified for this specific complaint, peelback has been a reoccurring issue and the possible root cause could be due to the tubing material. A trend for the peelback issue has been identified for this product line. CAPA# 81917 was initiated to address the issue.

Event description:
It was reported that the bd neoflon¿ IV cannula experienced catheter splitting/cracked/shearing/frayed. The following information was provided by the initial reporter: it has recently come to light that we have had incidents of the bd neoflon cannula shedding plastic on insertion.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neoflon¿ IV cannula experienced catheter splitting/cracked/shearing/frayed. The following information was provided by the initial reporter: it has recently come to light that we have had incidents of the bd neoflon cannula shedding plastic on insertion.